Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving lioresal (500 mcg/ml at 147 mcg/day) via an implanted pump. The patient¿s medical history was cerebral palsy. The indication for pump use was cerebral palsy and intractable spasticity. It was reported that the patient had a 1 to 2 week history of increased spasticity and symptoms of baclofen withdrawal. X-rays were inconclusive because the ascenda catheter was not visible in the spine on x-ray. The catheter tip was noted to be in position. A side port study revealed no csf (cerebrospinal fluid) flow. The volume in the pump was correct. The patient was taken to the operating room and a kink was noted in the catheter quite close to the collet connector. That portion of the catheter was replaced, and good csf flow was noted. The surgeon noted that when attempting to place the new pump portion of the catheter and the new collet onto the remainder of the old catheter it was very difficult to thread onto the pin. Per the hcp, it felt like the remaining catheter was stiffer than when you implant them to begin with. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 13-sep-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the 8784 catheter was returned. Analysis identified a kink in the catheter body and damage to the transition tubing. Continuation of d10: product ID 8784 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2022 product type catheter product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2015 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.